Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (delivers pulse below the lower limit) has not been confirmed. The reported problem could not be duplicated. Upon further investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a solder bridge connecting multiple components on the pca of the belt node. The root cause for the excessive solder bridge could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt delivers pulse below lower limit.